Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue approximately began three days prior. The cca noted that the patient is currently not taking any medication to manage her diabetes. On the late afternoon of the next day, the day after the alleged issue began, the patient claimed she began to feel shaky and confused. In response to the symptoms she ate a sandwich and then went to the emergency room (ER). Approximately 1-1 1/2 hours after eating the sandwich, the patient was tested with the ER meter and obtained a blood glucose reading of "80 mg/dl". The patient reported that she was treated with a shot; however, it is unknown what the shot was for. During troubleshooting, the cca confirmed the subject meter was only a couple of months old. The patient did replace the battery and at the time of the call the subject meter powered on but was in the setup mode. The cca assisted the patient with confirming the meter settings. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the respond issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.